Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an episode of inappropriate shock from the implantable cardioverter defibrillator due to rapidly conducted atrial fibrillation. The transmission showed the device declared the associated episodes of supraventricular tachycardia as ventricular tachycardia and subsequently delivered 3 bursts of anti-tachycardia pacing and one shock. No intervention was performed at this time. The patient was scheduled for continued monitoring. The patient was in stable condition.